Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the log files that the pump had very low speed drops. Low speed limit was 8200 rpm and speed dropped to 7180 rpm while connected to the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: a transient speed change can be confirmed through submitted log file review, however the cause of the speed change cannot be conclusively determined. The submitted log file contained event data from 30may2020 to 26jun2020. There was a single transient low speed advisory event that occurred on (B)(6) 2020 at 03:45:47, where the pump speed decreased below the patient¿s low speed limit. A pulsatility index (pi) event was captured during this time, and no further low speed events were recorded or reported by the patient. Intermittent backup battery fault alarms and power cable disconnect alarms not associated with power source exchanges were also found in this log file (refer to (B)(4)for further information). The log file showed the heartmate ii left ventricular assist device (lvad) appeared to be functioning as intended. The account communicated to abbott that the patient was unaware of the low speed event, the patient reported no visual or audible alarms. The account reported the device operated as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related complaints have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii instructions for use (IFU) section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ state that the patient must always connect to the power module or mobile power unit (mpu) for sleeping on when there is a chance of sleep. A sleeping patient may not hear system alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. This handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.